Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance, stent migration, thrombosis, bradycardia, asystolic arrest, and patient death occurred. The 70% stenosed lesion being treated was located in the mid right coronary artery (rca). The lesion was not predilated. The physician deployed the 2.25x24mm taxus express2 atom drug eluting stent, inflated to 9atm. During withdrawal of the stent delivery system balloon, there was stent migration proximal with in-stent thrombosis formation. The patient developed bradycardia and asystolic arrest. The patient was given atropine and epinephrine. CPR was initiated. Aspiration of the rca was performed with an export catheter. Intracoronary reopro was given. Three inflations from the mid rca to inside the stent proximally were made with a 2.5mm maverick balloon which restored flow to timi 3. Temporary external pacing was required; however, they were unable to get adequate capture, so the pacer was removed. The patient demonstrated adequate external pacing. During transport to another facility for bypass surgery the patient died. Additional information was requested and not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from the review, a supplemental medwatch will be filed.